Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws.

Event description:
A hospital in (B)(6) received 15 units of a1cnow kits that had unsealed cartridge pouches. Exposure to moisture could compromise performance. No adverse event alleged. Kits are expected to be returned for eval.